Event description:
The customer reported to olympus the device image mask part turns blue or the image is not displayed occurred in the facility. There was no harm or user injury reported due to the event. This report is being submitted for no image.

Manufacturer narrative:
Evaluation confirmed the image did not display and only the endoscopic image mask part turns blue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer confirmed the event occurred during reparation for use and there was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to the device evaluation results: evaluation did not confirmed the image issues. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the image issues may have been caused by a faulty charge-coupled device or temporary contact failure at the electrical contacts of the video connectors. Olympus will continue to monitor field performance for this device.